Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided, however, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient experienced pain and swelling in the left knee after the device was implanted. The date of implant was (B)(6) 2007. Patient was revised.